Event description:
It was reported by the rep that the (1) al236 was used during an endoscopic vein harvesting/coronary artery bypass graft procedure. It was reported that the clip applier came out of an ftv03 evh kit. The pa tried to fire the clip applier and nothing happened. The surgeon repeatedly squeezed the handle trying to clip/ligate a side branch of the saphenous vein with no success. In a few attempts, the side was damaged due to no clip advancement. It was reported that sometimes a clip would emerge after squeezing the handle 5-10 times. A new clip applier was used to complete the case. There was no consequence to the pt.